Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On an unspecified date, the device was returned to an unspecified department with a note that stated, "plunger mechanism not working, when syringe is loaded and programmed, syringe remains on 30mls despite pca button being used." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on (B)(6) 2011. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name 80frn and has a 510k of k912928. This report represents all the info known by the reporter upon query by hospira personnel.